Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's wife reported via phone call that they were experiencing high and low blood glucose and were getting bolus not delivered alert. Blood glucose level at the time of the incident was ranging from 2325 to 252 mg/dl. Blood glucose at the time of the low event was 54 mg/dl and treated with soda. Customer was assisted with bolus delivery but declined troubleshooting for high/low blood glucose as they were heading to a doctor's appointment. The insulin pump was not replaced or returned for analysis.